Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the compressor had a leakage that led to the ventilator's air gas module to be filled with water. Water was found in the flexible pipes connecting the compressor's water separator and flow control, which led to water in the connected ventilator's air gas module. No compressor alarm was generated for the water. The drain valve was disassembled and cleaned but the drain valve didn't release water to the drain bottle. In a received movie water can be seen wandering in the flexible pipes and the compressor is sounding an alarm. The troubleshooting of the case was handled in a separate support case where several suggestions were given regarding the drainage and standby valves, thermoelectric cooler, water separator and pressure sensors. No response to the given suggestions was received despite requests. No date of event was given and no further information has been received. The conclusion in that excessive water was found in the flexible pipes connecting the compressor's water separator and flow control. The troubleshooting was handled in a support case, but no feedback was given despite requests.

Event description:
It was reported that the compressor had a leakage that led to ventilator's air module to be filled with water. The patient involvement is unknown. Manufacturer ref.#: (B)(4).